Event description:
It was reported that during a laparoscopic excision of ovarian teratoma procedure, the device failed. The procedure was completed with a endoscopic linear cutter device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m52947. Additional information was requested and the following was obtained: the surgeon indicated he attempted to use the stapler on thicker tissue, but he did not think it was too thick. The device was closed and attempted to fire. It traveled only a short distance and had a definite hard stop on the first firing. A second stapler was used, same result. No patient consequences. The following information was requested, but unavailable: just to confirm, when the device traveled a short distance and had a hard stop, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.